Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received occlusion alarms. Reportedly, the customer changed out the supplies (cartridge and infusion set) to address the issue. The customer uses cold insulin. There was no reported impact to customer's blood glucose level.